Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 590 mg/dl. The customer was not using the auto mode feature. The insulin pump had insulin flow blocked alarm. Insulin exit at the quick release. The customer experienced symptoms such as nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. The insulin pump will not be returned for analysis.